Manufacturer narrative:
Section b3. Event date: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported that upon opening the packaging, both boxes were already unsealed, with the wrapping and peel components fully opened. The customer used a new liquid optics interface to complete the procedure, ensuring that there was no patient contact with the affected items. No further information provided. Note: this is report 1 of 2.